Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The paper states revision mechanical loosening. No additional information was given.

Event description:
The paper states revision mechanical loosening. No additional information was given.

Manufacturer narrative:
This device was reported in error. Upon further review, it was confirmed that this device is a sub-component of a non-reportable, concomitant product. Any additional information will now be reported under MFR# 0002249697-2020-01029 and MFR# 0002249697-2020-00805.